Event description:
Arterial air alarms occurred at the start of routine hemodialysis treatment with visible air in the circuit. Treatment was discontinued without performing rinseback, resulting in an estimated blood loss of 190cc. The pt¿s hb decreased from 9.8 g/dl to 9.6 g/dl (actual dates not provided). Epogen was increased from 4,000 units 1 x week to 20,0000 units 1 x week. No other medical intervention was required.

Manufacturer narrative:
Exact cause of the air in the cartridge is not known. The cycler alarmed appropriately to the presence of air. The user¿s guide contains adequate info regarding probable causes of alarms and alarm recovery instructions. Facility staff have been notified. There have been no subsequent similar problems reported. Nxstage medical considers this report closed. No add¿l info will be provided.